Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2017 following a merlin.net remote transmission. Upon review, the right ventricular lead exhibited intermittent capture. The lead was reprogrammed and the patient will continue to be monitored with follow-ups.